Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. Customer declined repair/service.

Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure. The customer reported the device was in use on a patient. There was no patient harm reported. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the customer declined service and repair for this unit.